Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the down button on the infusion device is not functioning. Pt stated she received the device from the nurse. Advised pt on how to give standard bolus via the menu button. No further info is available. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.